Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line and tubing with multiple cartridges. The customer's blood glucose (bg) level was in the high 200's (mg/dl), above 240 mg/dl. The bg level was addressed with a bolus via the pump. Reportedly, the customer may have loaded the cartridge with cold insulin. The customer would change all the supplies.